Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 1. 57 mg/dl (active system) and 173 mg/dl (performa system) 2. 159 mg/dl (active system and hi (result > 600 mg/dl) performa system sets of readings were taken at different times. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation, however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa system. Reference medwatch with patient identifier (B)(6) for the active system. Device will not be returned.